Event description:
This particular pt has a cardiac history. The catheter was inserted uneventfully, the pt was then sent to ICU. At that time the nurse had to obtain a wedge pressure reading and met with some resistance. A little later she tried again and was successful. However then the artery ruptured. An xray was taken which appeared to show that the catheter was in a little to far. The pt did have to go to surgery to have the pa repair done which went fine. The pt was transferred to a "step-down" area.